Event description:
Customer reported when device was powered on, sparks from the socket were noted and loud noise was heard from the same area. Ge heathcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.